Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the pacing impedance was gradually increasing since implant to over 1500 ohms, but physician said it was related to the "tissue interface, not an integrity issue". Ventricular tachycardia and non-sustained tachycardia episodes were noted. The patient was brought to the ER per physician's instruction after the device had "gone off several times". It was determined that the patient had not been shocked, but rather meant the patient alert had been ringing. Reprogramming was done and patient was discharged with instructions to been seen by the clinic in two weeks. Nine days after ER visit, the patient died on (B)(6) 2010 with cause of death noted to be acute heart failure. There is no allegation from a health care professional that the death was device related.